Event description:
A confirmed motor stall noted in event logs with no motor stall recovery recorded caused by patient having MRI was reported. It was stated that the pump went into telemetry state or "false" motor stall. Patient had MRI yesterday and pump got checked as of the date of this report thrice and healthcare provider also did an update. Device troubleshooting was done and the logs were checked one more time and the recovery got stamped into logs. It was stated that the patient and the hcp did not hear an alarm. Patient reported no symptom changed. Drugs delivered via the device were morphine and bupivacaine

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).